Event description:
Device 3 of 3. Reference MFR report #1627487-2013-19453, reference MFR report #1627487-2013-19454. It was reported the pt experiences a shocking sensation at the ipg site and across his back subsequent to a blow to his back. The pt cannot remember the last time he charged the ipg. The next course of action is to charge the ipg and meet with the sjm representative for diagnostics of the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.